Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-1034, awareness date 01-sep-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2006. While pregnant with her 2nd child she discussed with her physician about having her tubes tied after delivering her baby. Her physician told about the essure product. In (B)(6) 2006 essure was inserted. She did not have the hsg (hysterosalpingogram) done after 3 months due to being laid off from her job and lost insurance. According to her, even had her tubes blocked, the events took place a year after being implanted would have happened anyway. In (B)(6) 2007, she was rushed to the ER and admitted to the hospital for 36 hours (ER physicians, nurses and tech's had no idea what essure was. Even after showing the 10 card to them they disregarded it). She was submitted to multiple tests and the attending physician could only conclude that maybe she passed a kidney stone. Pretty sure that would have shown up on a test result since she was in so much pain during all tests, such as ultrasound, CT scan, x rays, etc. In (B)(6) 2007 after missing her period, she took a pregnancy test to find out that she was pregnant. On (B)(6) 2007, she was having a transvaginal ultrasound and the doctor could only see the reflection of 1 coil. On (B)(6) 2007, she was admitted to hospital to terminate the pregnancy. Since that day she was not being able to live without having to take an anti-depressant; her marriage ended, her children had to live different homes. Her hair was so thin from the amounts of hair loose daily. She was not able to eat without having to go straight to the bathroom afterwards, insomnia, severe hip and leg pains, extremely heavy periods with a large amount of clotting, weight gain without changing her eating habits, depression, anxiety, mood swings, short temper, etc. On (B)(6) 2015 doctor found that the right coil had perforated fallopian tube and was twisted in the fat tissue surrounding her colon on the left side of her body and the left coil had perforated that tube and was attached to the outside of the tube on left side. Essure was removed and hysterectomy was done in (B)(6) 2015. Since surgery, her hips and legs do not hurt, she had one bowel movement each morning, she slept like a rock, she found out patience again and now she will begin the process to attempt to get off of the anti-depressants. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer, who was hospitalized due to pain 1 year after essure (fallopian tube occlusion insert) insertion. Four months later she was diagnosed with a pregnancy; which she decided to terminate. Eight years later, it was found right essure coil had perforated fallopian tube and left coil had perforated that tube and was attached to the outside of the tube. She was submitted to a hysterectomy with devices removal. All events are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test (hsg). In this particular case, consumer did not have her hsg. An ultrasound performed during pregnancy revealed only one coil. Years after pregnancy termination a bilateral essure perforation was found. This fallopian tube perforation could be an alternative explanation for the reported device failure (pregnancy). However, since its mechanism is unknown (if perforation occurred before or after pregnancy onset) and as pregnancy occurred more than one year after devices placement; causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since hospitalization and device removal was required (hysterectomy performed). A product technical analysis is being sought. No active follow-up will be pursued (case identified during health authority website monitoring).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 02-oct-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events, the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer, who was hospitalized due to pain 1 year after essure (fallopian tube occlusion insert) insertion. Four months later she was diagnosed with a pregnancy; which she decided to terminate. Eight years later, it was found right essure coil had perforated fallopian tube and left coil had perforated that tube and was attached to the outside of the tube. She was submitted to a hysterectomy with devices removal. All events are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test (hsg). In this particular case, consumer did not have her hsg. An ultrasound performed during pregnancy revealed only one coil. Years after pregnancy termination a bilateral essure perforation was found. This fallopian tube perforation could be an alternative explanation for the reported device failure (pregnancy). However, since its mechanism is unknown (if perforation occurred before or after pregnancy onset) and as pregnancy occurred more than one year after devices placement; causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since hospitalization and device removal was required (hysterectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events, the reported lack of efficacy and a quality defect. No active follow-up will be pursued (case identified during health authority website monitoring).